Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/17/2012 with the following findings: during investigation, the force sensor was found to be out of calibration and the force resistance measurement was out of specification. Visible contamination was discovered around the shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r

Event description:
The pump was returned for investigation and evaluation revealed a force sensor defect that had not been reported by the user. This report is made based on results of investigation completed on 01/17/2012.